Event description:
The part of the cable that attaches to the scope had something stuck inside, which caused it to smoke. It then burned a hole in a towel. The rep removed what he believed to be part of the packaging from the cable and now it works fine.

Manufacturer narrative:
Further information will be provided upon completion of investigation.